Event description:
A malfunction code was reported by the customer, identified as malf 9. There was no adverse impact on the customer's blood glucose level as a result of this issue. Technical support provided information on how to reset the pump, and assisted the customer in carrying out the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reoccurs.